Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead approximately nine days post implant. At device classified termination of events, arrhythmia appears to continue. Mode switching was also noted. No patient complications have been reported as a result of this event.